Event description:
It was reported in a register report from eprd (endoprothesenregister deutschland) that there were six revision surgeries performed to replace the insert implant genesis ii dished ins size 3-4 11mm. There is no additional information about the hospital, patient and surgery data.

Manufacturer narrative:
H3, h6: the affected complaint devices, used in treatment, were not returned for evaluation. Therefore, a product analysis could not be performed. There is no information that would suggest the device failed to meet specifications. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the probable cause failures were documented appropriately. The potential probable causes for this event could include but not limited to a user or procedural error. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.